Manufacturer narrative:
Medwatch reference number: mw5119550. Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with an impedance anomaly. No changes were reported. The patient status was unknown.